Manufacturer narrative:
No product will be returned per customer. The customer complaint of blood tubing leak was confirmed. The customer¿s photo was evaluated and the reported event of tubing leaking was observed to be from the pvc tubing to the drip chamber blood filter top cap inlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the1st unit of blood was programmed at a rate of 175ml/hr. For approximately 2 hours. Upon completion a leak was noted above the tubing and the drip chamber site. There was no report of patient harm. The event occurred in the outpatient infusion services.